Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, a small portion of the belt clip rail was broken off, pillowing keypad overlay and cracked retainer ring. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date of 19-feb-2019 of the dailytotalcollectionstarttime, the daily total of basal insulin delivered = 20.2 u and daily total of bolus insulin delivered = 0 u which is equal to the daily total of all insulin delivered = 20.2 u. Perform the history review 1 week prior to the event date 19-feb-2019, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The pump passed the functional testing. Damage-retainer ring damage confirmed (found a cracked retainer ring during the visual inspection). For additional information regarding the tests performed refer to (B)(4) appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on 19th feb 2019. The event involved product(s) mmt-1715k, unk_reservoir, unomedical. Troubleshooting was performed to get the customer deceased information from wife. Pump worn at the time of passing. Mmt-1715k was requested and returned for product analysis. No product return required for mmt-332a. No product return required for unomedical.